Manufacturer narrative:
H.6 investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd¿ syringe control 10ml ll has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that hair was wrapped around the syringe and plunger when opened. Per pir: hair wrapped around syringe and plunger when opened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe control 10ml ll has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that hair was wrapped around the syringe and plunger when opened. Per pir: hair wrapped around syringe and plunger when opened.